Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s partner stated they found the patient unresponsive and called emergency medical services (ems). The patient woke after she was treated with glucagon by paramedics. A sandwich and soda were provided and once her bg increased and she declined transportation to the hospital. The cgm and bg values at the time of the event were not provided. The patient stated the last cgm reading she remembered before losing consciousness was 81 mg/dl. Hours after the event, a finger stick bg was performed and the value was 205 mg/dl but the cgm value was 44 mg/dl. At the time of report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.